Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient needed a bigger balloon (30 cc) so they tried to overfill 5 cc and it burst. The foley was replaced.

Event description:
It was reported that the patient needed a bigger balloon (30 cc) so they tried to overfill 5 cc and it burst. The foley was replaced.

Manufacturer narrative:
The reported event was confirmed. No sample was returned for evaluation. The user failed to follow the instructions provided in the labeling. These provisions were found adequate to prevent the reported event. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "10cc syringe (contains 9cc sterile water) to inflate foley catheter only" and give the instruction "to inflate catheter balloon, insert syringe tip into valve (do not overpenetrate) and depress plunger" with the additional instruction "should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.